Event description:
Resident found by cna in bed with her neck against the top end of the side rail. Lpn was summoned to room. Resident was assessed, no pulse or respirations noted. CPR started. Transport to hosp. Resident family member contacted. Doctor notified. Notified of resident's death. Sheriff & coroner investigating. No malfunction of equipment.